Event description:
It was reported that the patient experienced fever, chills and sweats during the trial period. It was noted that symptoms were not device related, however, the cause was unknown. The patient had a lead pull and was doing well postoperatively. The explanted device was not returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc221850e0. Model: sc-2218-50e. Serial: (B)(6). Batch: 7115319.